Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 9.00 am with blood glucose level was above 855 mg/dl and current blood glucose level was 294 mg/dl. Customer other relevant blood glucose level was 300 mg/dl and went down to 100 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and insulin pump. Trouble shooting was declined by customer¿s mother. Customer¿s mother stated that the insulin pump had possible under delivery anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.